Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 23087. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed in the field logs on d0 axis but could not be replicated. The unit was started up in normal mode and was able to operate throughout each of its axis with no errors. Visual inspection did not find any factor that could contribute to the reported problem. The unit also passed fiber power, sine cycle, carriage strength check tests on the patient side cart fixture test platform (pftp). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis identifies that the instrument sterile adapter (isa) and d0 rotor to be potential root causes of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered faults on universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the logs and confirmed 23087 faults. The tse asked if they had taken any troubleshooting steps. The clinical sales representative (csr) stated that they power cycled the system and hard cycled the tower. The tse had the customer power down and hard cycle the robot and initially system came up and homed normally. Moments after hearing 'da vinci is ready,' the system faulted again with 23087. The tse advised customer could either disable usm 2 or deviate to another system. The csr was going to follow up with the coordinator, no decision was made with tse on the line. There was no reported injury. Isi contacted the customer for follow up, however they did not have additional information to provide on the reported issue.